Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter patient experienced on (B)(6) 2014. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.